Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was less resistance than expected when the customer inserted the fill syringe needle into the cartridge fill port. There was no reported adverse impact to the customer. Reportedly, the customer loaded a new cartridge successfully.